Manufacturer narrative:
The pump was returned for power loss alarm. The power loss alarm, low battery alarm and power error 25 alarms were confirmed in the formatted history file. The power management graph shows and the detailed trace analysis confirmed the pump alarmed low battery and then the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes. The detail trace confirmed that the root cause was the non-sleep anomaly software error. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive power loss alarms even after battery loss.